Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that when they turn on the ventilator, it alarmed "vent inop" and "motor fault" with audible alarm present. The customer stated that there is no gas delivery from the outlet. The customer reported that there was no patient involvement.